Event description:
Healthcare worker was removing items from a completed cycle when he noticed a white residue on the packages and brushed his left arm against this residue. He reported that his left arm at the contact site burned and the co ntact area turned white. Symptoms of burning lasted about 1 hour. The whiteness lasted one day. No medical attention was sought. The customer reported that they were using their sterilizer without the vaporizer plate.